Event description:
The 3 needle device malfunctioned when filled with prf during a hair restoration treatment. When nurse was pushing the blood through into the crown of the scalp, the needle came off and patients prf blew back in nurses face and eye. Needle was a ez inject three prong needle by (B)(4). Needle was part of lot number 202506 with an exp date of 2028-06.